Event description:
This pt had a new polyethylene liner for acs due to wear in 1999. Aggressive wear was found 5 months later. Poly was revised 2 months later. During surgery, the polyethylene liner was broken and divided by dome part and rim parts.